Event description:
It was reported that, the hammer toe repair included 3 smart toes on 3 different digits. The pt stated that they followed all post surgical protocol. The pt began experiencing pain and 1 of the 3 smart toe devices was found to be fractured. A revision was performed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.